Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product cracked causing leakage and air to enter the infusion system. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. The house retain samples were physically tested for leakage per the specification with passing results. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. A possible cause can be due to several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. In addition the crack can possibly contribute to the reported leakage and air bubbles reported. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.